Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the 8110 experienced error code 354.6770. The tech recommended replacing the pressure sensor and logic board. There was no patient involvement.

Manufacturer narrative:
Additional information added: d4 added serial number.

Event description:
It was reported that the 8110 experienced error code 354.6770. The tech recommended replacing the pressure sensor and logic board. There was no patient involvement.

Event description:
It was reported that the 8110 experienced error code 354.6770. The tech recommended replacing the pressure sensor and logic board. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 29may2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure.